Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was out of town with her dad and experienced diabetic ketoacidosis. The patient reported, she kept getting low values on the cgm and did not have a bg meter to check her bg, during the time she was out. She drank sodas and apple juice to get the cgm reading to increase, but she started vomiting and called 911. When paramedics arrived at 7:00 pm, they removed the sensor, due to a sensor failure and checked the patient's bg. And it was 568 mg/dl. Paramedics treated the patient with fast acting insulin. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.